Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on their first day with the ilet experienced a blood glucose of 79 mg/dl after a recent dinner announcement, asked whether insulin delivery suspends during low or dropping glucose, and received troubleshooting and education that the system reduces delivery and on how to treat a low. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no assistance, and no hospitalization. Investigation included review of product use, user education, and assessment of system behavior during the learning period. Investigation of this case revealed that device alarms or alerts did not occur, the device remained functional without component malfunction, and the event was consistent with expected glycemic variability during initial adaptation with user meal announcement influencing glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear